Event description:
The device was returned to the service center with a report from the customer contact that the device kept alarming for proximal air errors. This is not a reportable malfunction. However during verification testing at the service center, it was noted that the device door roller and door roller pin were broken.

Manufacturer narrative:
During testing it was found the device door roller and door roller pin were broken. The customers reported event of the device kept alarming for proximal air error was confirmed. This was due to the pressure detector assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.